Event description:
New information received noted that the device had delivered inappropriate shock and inappropriate anti-tachycardia pacing (atp) due to incorrect interpretation of signal as ventricular fibrillation (vf). Programming changes were performed to resolve the issue. There were no patient consequences reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate high voltage (hv) therapy. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.